Event description:
Per the clinic, the patient experienced headache and discomfort with the device and subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2024 in order to convert the patient to a transcutaneous osia implant system. During the procedure, the internal magnet was removed and an implant was placed on the internal fixture.